Manufacturer narrative:
(B)(4). Baxter has not received this device. A supplemental MDR will be submitted if the device returns to baxter for evaluation or service.

Event description:
It was reported that a device alarmed for a system error 105. There was no patient incident reported.